Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported that the instrument's damage was actually discovered after using navigation where it was found that part of the screw's plating was raised. The doctor confirmed that there were no broken pieces by visual check. The part was replaced. The replaced spine clamp was sent to the manufacturer for part analysis. During part analysis there was a confirmed mechanical failure with the spine clamp. The findings have been added to a medtronic hardware tracking database.

Event description:
A medtronic representative reported that the open spine clamp driver had been broken. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.